Event description:
It was reported that a female patient underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 500cc saline breast prostheses that both deflated post implantation. The patient reported that both breasts feel like they are deflating and that the top part of her breasts look flatter. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. FDA correction/ removal reporting no.: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-jun-2022, a manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).